Event description:
It was reported that the patient device reached eri during a device check. The device had a voltage of 2.5 v and an estimate of 4.9 months. Upon interrogation, it was noted the voltage was 2.42v past eri. Abbott technical services reviewed the session records and indicated that the programmer had projected incorrect measurement. The patient was booked for a device replacement procedure. The patient was stable and will continue to be monitored.